Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history for the lot was performed. All the results obtained from in-house testing on lot 355822 met accuracy criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. The customer was using expired product; this may lead to error messages and/or inaccurate results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time

Event description:
The caller alleged a variance between inratio inr result and alternate poc inr result. The results were as follows: (B)(6) inratio=3.1; poc inr=5.1. Patient self tester's therapeutic range: 2.5-3.5. It was noted that the first drop of blood was added to the poc monitor and then the inratio monitor right after. The patient self tester also stated that the strips were past their expiration date.

Manufacturer narrative:
(B)(4).